Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 leads from the same lot implanted as apart of his scs system. It was reported the patient fell . As a result, the patient was no longer receiving stimulation. After reprogramming, the patient's stimulation was restored; however, the patient received unintended right knee stimulation and experienced positional stimulation. Additional reprogramming initially resolved the issues; however, the patient underwent surgical intervention on (B)(6) 2015, where the 2 octrode leads were explanted and replaced with 1 tripole lead. The patient reported effective stimulation therapy postoperative.